Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was explanted due to infection (site not specified). It was reported that once the infection is cleared the patient will be placed on the transplant list. No additional information was provided.

Manufacturer narrative:
Corrected information. Multiple attempts were made to retrieve the pump for evaluation. It was reported that the device was not returned. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.